Event description:
The report exemplifies widespread (across several hospitals and many pts) toxicity caused by a cpoe (order entry), and ehr (care record) device in which the tests, medications, and treatments that are ordered are not done in a timely manner, if at all. In this case, there are severe obstructive coronary disease. A troponin blood test was ordered to evaluate for myocardial infarction, on more than one occasion. The ancillary service recipient did not carry out the order because it either never got there, was not seen, or other. There is not any reconciliation function to warn that tests and more have not been done. Without knowing that the pt had a myocardial infarction in a timely manner, the correct treatment cannot be carried out. This is potentially life threatening.